Manufacturer narrative:
Report source: (B)(6).

Event description:
Information was received indicating that a patient with a smiths medical portex® blue line ultra® tracheostomy tube was reported to have a granulated stoma. It was noted that the suction line had protruding edges which came in contact with the stoma, causing granulation. Ointment was prescribed and applied to the affected region. The granulation still continues and the patient is now reported to have a fever. There is no further reported adverse effects.